Event description:
The pt had a leak from the pump. She also had swelling around the pocket site. The pt was evaluated at the ER and was admitted to the hosp. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration sys indicated morphine. The pt status and outcome was not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.